Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an inaccurate fill estimate was received. Customer reloaded cartridge and fill estimate remained inaccurate. Customer's blood glucose was 119 mg/dl. At the time of the report, customer declined tandem technical support's offer to reload the cartridge as customer did not want to "use up more insulin". Although multiple attempts were made by tandem technical support to follow up with the customer, no reply was received.